Event description:
The facility reports while transferring a resident, the abdominal strap/belt that buckles across the chest came unstitched from the main sling component. The resident twisted around as a result of the sling remaining around the chest and partially attached to the lift. The staff immediately called the responsible nurse. It was noted the pt did sustain injuries, but details of the injuries were not provided by the facility.